Event description:
The patient reported to the surgeon secondary to increased left hip pain 8 years status post ltha. X rays revealed disassociation of the lfit head from the accolade stem along with deformation of the stem's trunion. The patient was subsequently scheduled for revision surgery on (B)(6) 2015. The surgeon removed the accolade tmzf stem, lfit head, and x3 liner. He implanted a securfit advanced stem, a new x3 liner and a 36mm bilox delta head. He elected to leave the trident hemispherical shell originally implanted.

Manufacturer narrative:
An event regarding disassociation and altr (metallosis) involving a metal head was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection was completed as part of the material analysis report. No significant observations were found on the femoral head. The material analysis report concluded that the damaged observed on the insert and trunnion resulted from the disassociation of the stem from the head, allowing the trunnion to make contact with the insert. It was not possible to determine why the stem to head taper came loose. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the provided records and event description was performed by a clinical consultant. The clinical consultant indicated "cup malposition in absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with dissociation of the femoral head from the taper." Device history review: device history review was not performed as the lot details were not provided and were not legible on the returned device. Complaint history review: complaint history review was not performed as the lot details were not provided and were not legible on the returned device. Conclusions: a review of the event by a clinical consultant concluded, "cup malposition in absent anteversion has contributed to overload in the bearing section of the arthroplasty causing excessive micromotion between stem taper and femoral head leading to catastrophic taper damage as final effect with dissociation of the femoral head from the taper." No further investigation is possible at this time. If further information becomes available , this investigation will be re-opened.

Event description:
The patient reported to the surgeon secondary to increased left hip pain 8 years status post ltha. X rays revealed disassociation of the lfit head from the accolade stem along with deformation of the stem's trunnion. The patient was subsequently scheduled for revision surgery on (B)(6) 2015. The surgeon removed the accolade tmzf stem, lfit head, and x3 liner. He implanted a securfit advanced stem, a new x3 liner and a 36mm bilox delta head. He elected to leave the trident hemispherical shell originally implanted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.